Event description:
It was discovered during baxter's testing that a spectrum pump falsely alarmed air in line. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device, but the evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.